Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. Corrected data: b3. Additional information was requested, and the following was obtained: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(6). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? I have not yet reached out to the pt yet. She was seen in egd today and notified me. He feels it will of course need removing and he is recommending replacement. We have a disrupted linx: pt- nv, placed: on (B)(6) 2018, model: lxmc16, lot#: 21923. By documentation pt had: has history of multiple orthopedic MRI (knees, hip, spine) 2019-2022. No reoccurrence of s/s until on (B)(6) 2025 reported to surgeon on (B)(6) 2026 egd & dilation w/ fluoroscopy on (B)(6) 2026 shows disruption below. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: discontinuous device. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Event description:
It was reported that the patient had undergone an egd procedure. During the procedure, the surgeon informed his manager that the device needed to be removed. According to the surgeon, the device either became undone or had broken.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number 21923, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(4). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. Additional information received: she was seen in egd today and dr notified me. He feels it will of course need removing and he is recommending replacement. We have a disrupted linx: ¿ pt- nv. ¿ placed 12/3/2018 at viera hospital by dr ¿ model lxmc16. ¿ lot# 21923. By documentation pt had: ¿ has history of multiple orthopedic MRI (knees, hip, spine) 2019-2022 ¿ no reoccurrence of s/s until 12/2025- reported to surgeon 2/25/2026 ¿ egd & dilation w/ fluoroscopy (B)(6) 2026 shows disruption below.